Event description:
It was reported that the patient was having irritation and discomfort at the midline incision site due to slow healing. No device malfunction suspected. The physician believed that slow healing was due to the patients diabetes. The patients incision site was cleaned and redressed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial:(B)(4), , batch: 7087315.